Event description:
Caller reported a cartridge alarm issue with the pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that no previous alarms were reported with this specific pump serial number, although consecutive cartridge alarms were noted. As a resolution, customer technical support decided to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump.